Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Customer reported implant loss. (B)(6). From description: ref: (B)(6), lot: 528977// implant: (B)(6) 2025, explant: (B)(6) 2026. Ref: (B)(6), lot: 538855 attached to implant.